Manufacturer narrative:
Title: effect of permanent pacemaker on mortality after transcatheter aortic valve replacement citation: scandinavian cardiovascular journal (2017) 51(1):40-46 (doi 10.1080/14017431.2016.1236982). Authors: jonathan engborg, casper riechel-sarup, oke gerke, hans mickley, niels christian sandgaard, henrik nissen <(>&<)> axel cosmus pyndt diederichsen. Earliest date of e-publish/publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the effect of permanent pacemaker implant on mortality after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between march 2008 and september 2012. The study population included 128 patients; 100 implanted with a medtronic corevalve and 28 implanted with a non medtronic transcatheter bioprosthetic aortic valve (serial numbers not provided). The mean age of the patients implanted with a corevalve was 81 years of age and were predominately female. Among all patients, adverse events included 41 permanent pacemaker implantations (corevalve 38, non medtronic 3). Indications for permanent pacemaker implant included 15 incidents of complete heart block (chb), 3 incidents of 2nd degree heart block, and 1 incident of sick sinus syndrome. Twenty-two patients received a permanent pacemaker prophylactically. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the type of conduction disturbances and the medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.